Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv), left ventricular (lv) and right atrial (ra) lead. An x-ray was performed and confirmed that the rv, lv and ra leads were dislodged. The leads were repositioned to resolve the event. The patient was in stable condition. Related manufacturer reference number: 2017865-2021-02377. Related manufacturer reference number: 2017865-2021-02376.